Event description:
It was reported that during a ptca procedure, the maverick2 monorail became stuck on a choice floppy wire. The lesion being treated was located in the distal right coronary artery (rca). The maverick2 balloon catheter and choice floppy wire were removed as one without incident. No add'l info is available. Pt status is listed as "okay".

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The mfg records for top assembly batch 8693975 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this complaint could not be determined.